Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the pod detached during the night, approximately 4 hours after application (see related case documented under (B)(4)). The following morning, around 8 am, the patient's blood glucose (bg) level measured at home was 400 mg/dl, and the patient was exhibiting symptoms including spitting. Upon contacting their pediatrician, they were advised to visit the hospital. Upon arrival at (B)(6) on (B)(6) 2025, the patient's bg level had risen to 600 mg/dl. The attending physician removed the pod, initiated treatment with fluids and infusions, and delayed the application of a new pod until the following day. The patient was hospitalized for three days, from (B)(6) 2025.